Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on (B)(4) 2019 noted that the device was replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator reached elective replacement indicator (eri) a month after a transmission noted estimate longevity to be 4.7 months. No programming changes or alerts were noted to explain the drop-in longevity. Generator change procedure was discussed. The patient was stable.